Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
Baxter rec'd report from the customer that the spectrum pump under infused during flow rate accuracy testing per the preventive maintenance procedure (pm testing). No further info obtained.